Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod for between 1 and 4 hours their blood glucose level had rose to over 300 mg/dl. In addition it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred.

Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that the pod was received in pod state 15 and deactivated by the user at the end of the first priming sequence. No abnormalities were observed in the data. No issues were found that would result in a needle mechanism failure.